Event description:
It has been reported to philips that the system had an exposure issue. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. The investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system had an exposure issue. No further information regarding the issue. No service has been performed by philips as the service was cancelled. To date, no further information was received. The codes were updated based on the investigation outcome.